Event description:
The following has been reported: "syringe drivers reported since yesterday morning with reports of during infusions of noradrenalin switching off during use or alarming 'system error incompatible drug'. Reporting due to the referenced issue. There was no indication provided that any adverse effects to patients had occurred. More information is needed to complete the investigation.

Event description:
Device history records were not reviewed, event described not linked with the devices. Device logs were not provided, therefore no review could be performed. The reported event has been acknowledged and evaluated by our r&d team. The subject devices were not sent back to our laboratory for analysis, only 2 pictures have been sent. However, this is a known issue. Indeed, when the user answer "yes" to the question ""same infusion?"" With a specific drug where dilution parameters are not defined, the system error occurs. Pump must be disconnected from mains and restarted. Error can be avoided by answering "no" to "same infusion?" Question. The problem normaly cannot occur with a drug generated by vmm or only when the dataset is created by vmm version 1.2 software and the pump is upgraded to v4.1 with this dataset installed. Thus, in order to resolve his issue, customer has the possibilities to generate his datasets with the new vmm version or wait for the new soft pumps version. An internal event was initiated in order to review and correct this issue. A correction will be implemanted in the next version released of the pump software. Based on available information, the root cause is linked to a pump software bug. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.